Event description:
It was reported to philips there was an issue with the touchscreen. There was no patient involvement or harm. This event was reported to have occurred during periodic maintenance (pm). There was no delay to therapy. The philips service engineer confirmed there was a misalignment in the touch position which was not resolved by calibrating the touchscreen. Following the evaluation of the device, the service engineer replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customers alleged malfunction was confirmed to have failed to meet specifications. There was no patient or user harm reported due to this event.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6).

Manufacturer narrative:
H10: the touchscreen was returned to failure investigation. The resistance measurements were out of spec. Fault was found on the returned touchscreen.